Event description:
Customer's husband reported that the insulin pump alarmed for a motor error during normal activity. The blood glucose reading was 159 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was not able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.